Manufacturer narrative:
Abnormal sounds were confirmed from the device. Components like bearings, o-rings, nose cone, stainless steel ball and release collar were deteriorated due to dirt and rust. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device made abnormal sound and the shaft wobbled. There was no known patient impact. Upon follow up, additional information suggests that the event occurred intra op. There was patient involvement and no patient impact. The device was vibrating while use on patient while conducting tympanoplasty procedure. The procedure was completed using back up products.